Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of a serious adverse event where the patient fell consciousness. The patient was not sure if the event was related to diabetes or not. Nevertheless, the patient provided the glucose values. The blood glucose (bg) measurement was 354 mg/dl where the sensor glucose (sg) reading showed 192 mg/dl/. The patient did not seek any medical attention. No details were provided as to how the event was resolved.

Manufacturer narrative:
The user reported that she fell unconscious during the middle of the day. Event happened on 28-feb-2025 at 1:15 pm. At the time of the call, the user was feeling "all right".the user fell unconscious and as per case notes, she's not sure if the event was related to the eversense system or her diabetes, but glucose values were provided that sg 192 mg/dl and bg 354 mg/dl.a review of the data management system (dms) revealed similar values 20 minutes after the hour of event provided on 28-feb-2025 at 1:35 pm user'ssg was 85 mg/dl and bg was 352 mg/dl.the user didn't receive a high glucose alert at the time of event because the sg never went past the alert level.the user didn't receive medical treatment and has not taken any medication.the user's hcp was not aware of the event and was advised to follow up with the hcp for further medical guidance.an case (B)(4) was created to address the sensor's inaccuracies inclusive of the event. During the review of the data, it was observed that there were symptoms consistent with situations where estimated values provided by the app were entered as calibrations rather than true bg values. The user was advised that they should never enter anything other than a true bg meter value, from a finger stick, when calibrating. Entering an "estimated" value or using a value from the eversense cgm or another cgm, can disrupt the calibration and lead to significant deviations in the sensor readings. The user agreed with the information. The user was educated about good calibration practices, and the system was monitored. The system adjusted based on calibrations entered and started working within expectations.a review of 2 weeks' worth data post feedback was analyzed and user did not report any additional serious adverse events. B4. Date of this report 11 april 2025, g3. Date received by the manufacturer? 11 april 2025, h3. Device evaluated by manufacturer? Yes. H6. Component code updated to 510, h6. Type of investigation updated to 4121, h6. Investigation findings updated to 4248, h6. Investigation conclusions updated to 19.